Event description:
Boston scientific reported that the device had stored episodes showing ventricular oversensing and abnormal rv coil impedance values. The physician suspects a ventricular lead issue. There was no mention of intervention.

Manufacturer narrative:
As of today, the medical device is not available for analysis. Therefore, the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device, as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available shock coil integrity trend curve showed a stable progression around 200 ohms between march 2018 and may 2018 with a sudden increase to 2500 ohms and a further varying progression around this value until september 2018. The measured value on the (B)(6) 2018 was 2076 ohms. Furthermore, the provided iegms demonstrated artifacts on the right ventricular channel leading to oversensing, as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.